Event description:
The customer reported that approximately 30 minutes into the case, the bellows stopped moving. There was no reported patient injury. Ge healthcare's investigation into the reported occurence is still ongoing. A follow-up will be issued when the investigation has been completed.

Manufacturer narrative:
Year of manufacture is 2006, however, exact month could not be determined.